Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00450 initial report on 2021-09-24 and MDR 1219913-2021-00450 supplemental 1 report on 2021-12-09. Additional information - 2021-12-12 siemens performed an internal study with 100 patient samples. Fifty (50) normal patient samples were from siemens manufacturing and fifty (50) patient samples were retrieved from france. All samples were tested with atellica im toxo g lots 268, 270 and 272 in replicates of 3 (n=3). Of the 100 samples tested, 92 samples recovered the same interpretations across all 3 lots and 8 patients recovered negative/equivocal. Siemens retrieved customer data from siemens remote services (srs) for atellica im toxo g lots 268, 270 and 272. The three lots have similar interpretation recovery. 268; 270; 272; negative 85.2%; 86.1%; 86.7%. Equivocal 0.9%; 0.9%; 0.9%. Positive 14.0%; 13.0%; 12.4%. Siemens continues to investigate. MDR 1219913-2021-00451 supplemental 2 report and MDR 1219913-2021-00452 supplemental 2 report were filed for the same issue.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00450 initial report on 2021-09-24, MDR 1219913-2021-00450 supplemental 1 report on 2021-12-09 and MDR 1219913-2021-00450 supplemental 2 report on 2022-01-06. Additional information - 2022-04-17. Siemens concluded investigation for false reactive results on a pregnant patient on atellica im toxoplasma igg (toxo g) with reagent lot 270 and 272 vs. Alternate methods. The patient had three different draws and the atellica im toxo g results were reactive, while toxoplasma igm (toxo m) was non-reactive. Siemens reviewed customer calibration data which was comparable with siemens's lot release data. Quality control (qc) recovery was within acceptable ranges and comparable to peer data. Siemens performed an internal study with (B)(4) patient samples. Fifty (50) normal patient samples were from siemens manufacturing and (B)(4) patient samples were retrieved from france. All samples were tested with atellica im toxo g lots 268, 270 and 272 in replicates of 3 (n=3). Of the (B)(4) samples tested, (B)(4) samples recovered the same interpretations across all 3 lots and 8 patients recovered negative/equivocal. Siemens retrieved field data from siemens remote services (srs) for atellica im toxo g lots 268, 270 and 272. The three lots have similar interpretation recovery. The customer did not return the patient samples so further internal testing was not possible. The calculated specificity for this account for atellica im toxo g lot 270 and 272 is (B)(4). The initial relative specificity range of results from the 3 studies referenced in the atellica im toxo g instructions for use (IFU) 10995430_en rev. 02, 2019-08 is from (B)(4). Based on the available information atellica im toxoplasma igg (toxo g) lot 270 and lot 272 are performing as intended. No product problem was identified. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00451 supplemental 3 report and MDR 1219913-2021-00452 supplemental 3 report were filed for the same incident.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00450 initial report on (B)(6) 2021. Additional information - 2021-11-16. The customer performed nabt and hbt testing and provided the following results: nabt = 41.95 ui/ml and hbt = 41.62 ui/ml. The customer provided the total number of atellica im toxo g negative results tested as follows: lot 270 : negative results = (B)(4), total results = (B)(4). Lot 272 : negative results = (B)(4), total results = (B)(4). Siemens continues to investigate. MDR 1219913-2021-00451 supplemental 1 report and MDR 1219913-2021-00452 supplemental 1 report were filed for the same complaint.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. Calibration and quality control (qc) were acceptable. Nabt and hbt tubes were sent to the customer site to investigate a possible interference in the sample; results are not yet available. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." MDR 1219913-2021-00451 was filed for the (B)(6) 2021 discordant result. MDR 1219913-2021-00452 was filed for the (B)(6) 2021 discordant result.

Event description:
A customer obtained a false positive atellica im toxoplasma igg (toxo g) result on a sample from a (B)(6) year-old pregnant patient. The result was considered discordant compared to negative results with alternate methods. Two additional samples were drawn from the same patient on different days and the atellica im toxo g results were also positive and considered discordant. The customer indicated that initial results were provided to the physician, results were not questioned, and a corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the discordant toxo g results.